Event description:
It was reported that during routine change for eri, the device gave a message of possible output circuit damage. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed hv output circuit damage. The cause remains undetermined.